Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime, compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was unknown at the time of the incident. Customer stated the drive support cap appears normal. Customer stated they were able clear the alarm also able to complete pump rewind. Customer stated that insulin pump had not exposed to high magnetic field. The device will be returned for analysis.